Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 23-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier did not work, and a witness was required. A technical support specialist (tss) checked the device manager to see if the biometric identifier reader showed up as a device. The tss navigated to services, extracted the package on the device, and ran it as administrator. A pop-up error about an unsupported version appeared, but tss clicked on the pop-up, so the installation proceeded. The tss received a successful installation pop-up, rebooted the device, and confirmed that the biometric identifier update was installed successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier was not working. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.